Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to read the insulin pump's buttons. The buttons were also hard to press. The customer was unable to finish the loading process. Customer's blood glucose level was 402 mg/dl. The device was not returned.